Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect bhcg on a patient that did not match the clinical history. On (B)(6) 2017, ID 7672024 generated architect bhcg positive of 203.8 and 173.23 (no unit of measurement was provided). A few days later the same sample was tested again with the same positive architect bhcg results (200 and 173). On (B)(6) 2017 new samples were obtained and tested architect bhcg negative (<1.2 and <1.2). No impact to patient management was reported.

Manufacturer narrative:
The customer's instrument logs were reviewed for the samples tested in september. This review did not identify conclusive information to indicate an instrument and/or sample integrity/handling issue occurred. To investigate the customer's issue the historical performance of reagent lot 76054ui00 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 76054ui00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 76054ui00. In addition, a device history record review was performed on lot 76054ui00, which did not show any potential non-conformances, deviations, or non-conformances. Review of the ticket trending and lot search did not identify an increase in complaint activity related to false elevated/positive results. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.